Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a high pacing impedance. It was noted the impedance had been rising. The patient is terminally ill and so the lead was reprogrammed to turn therapies off. The lead remains in use. No patient complications have been reported as a result of this event.